Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) was receiving inappropriate therapy. The patient had recently undergone an rf ablation. Noise detection on the ventricular channel caused inhibition of pacing and the subsequent inappropriate shock. The noise and inhibition of pacing was reproducible with deep breathing.